Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified in section has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment for an aneurysmal in the common iliac artery the stent graft allegedly failed to deploy despite several attempts. Therefore, the delivery system was reportedly removed without incident from the patient, and another endovascular stent graft delivery system was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during treatment for an aneurysmal in the common iliac artery the stent graft allegedly failed to deploy despite several attempts. Therefore, the delivery system was reportedly removed without incident from the patient, and another endovascular stent graft delivery system was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: stent graft delivery system was returned for evaluation. Based on the returned sample the reported impossibility to deploy the stent graft was confirmed. Furthermore, the stent graft was found partially deployed upon sample receipt. The condition of the sample indicated, that increased deployment forces were encountered during the attempt to deploy the stent graft, which may be caused by high friction between the stent graft and the delivery system. The reported application represents an off label use of the device. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the current labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential factors. The IFU states: "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment. A super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The reported application represents an off label use of the device. Based on IFU supplied with this product the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established.